Event description:
It was reported that the patient with this remote communicator of this implantable defibrillator displayed a red call doctor icon. Troubleshooting efforts were performed, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted that the defibrillator was programmed tachy off. At this time, this device remains in service and there were no adverse patient effects reported.